Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction and resulting small flame, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Patient with 2 rtchart plans - 1st plan approved, 2nd plan (boost) not approved and planned number of fractions changed from 23 to 43. Days before starting the 2nd plan at fraction no 20, the patient was simulated again for field verification. An image folder was created inside the 1st plan and no additional changes were made. Upon opening the patient plan on the eclipse sys. The customer received a warning message and found that there were 2 plans with the same ID, the former plan and the original plan. In rtchart, the customer had one plan with 43 fractions instead of 23. Upon looking closer at the rtchart editing log, there was found a treat approval for a user that had no treatment approval rights. There was no misadministration or serious injury reported associated with this event.